Event description:
Medtronic representative called to report 4mm alleged inaccuracy during an ent procedure. Use of navigation was discontinued, surgery was completed. No impact on patient outcome.

Manufacturer narrative:
System evaluation found 4mm threshold is within the acceptable passing tolerance for registration. System performing as designed. No software defect noted.